Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. The customer was able to continue using the original cartridge without having to replace it.